Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer will continue to use current pump; will rely on alternate method of insulin therapy if necessary